Event description:
It was reported that during a lap gastric bypass procedure, there was bleeding at the staple line. It was more of a pumping instead of oozing. Surgeon used cautery to control. Pt received between two and four units of blood and had to stay in the hosp an extra two days. Pt is currently doing well.

Manufacturer narrative:
The complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.